Event description:
It was reported that a core wire detachment occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman fxd curve access system (was) and a 35mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The initial deployment position was too distal, so the device was repositioned twice in an attempt to bring it more proximal to cover proximal pectinate. Once the closure device was in the final position, the physician tugged three (3) times with the last two (2) tugs being deemed stable without shift or change in device location. The closure device was evaluated by transesophageal echocardiography (tee) noting that the position was proximal, anchors were stable with last 2 tugs, compression was 9-13%, seal was complete with no leaks or jets seen. The physician decided to reposition the closure device slightly more distal in order to increase the amount of compression and adjust more proximal on the limbus. When the physician attempted to recapture for the third time, the closure device released from the core wire. The closure device was monitored and continued to be measured and evaluated for thirty (30) minutes. The closure device did not move any more proximal or change position. Compression remained within the same range as prior to release, and the appendage remained sealed. The implanting physician consulted with another implanting physician, and determined that since the closure device was stable, the patient would be admitted for observation overnight. A transthoracic echocardiogram (tte) and chest xray were completed the next day which showed the device to be in the same position. The physician felt the device to be in a stable position and no additional intervention was required. Patient status: there were no patient complications reported and the patient was discharged home.